Event description:
Adverse event(s): "no patient impact reported" (no consequences or impact to patient). Product problem(s): "mold" (foreign material present in device). The customer reported foreign material on the back table cover when the pak was opened. Additional follow-up information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4). (B) (4).